Event description:
Patient is requesting a new compressor because current one broke after 3 days of use. Unknown if pt missed a dose. Unknown if a adverse event occurred. Unknown if device is available for return. Unknown if md is aware. No further information provided. (B)(6) has not shipped so lot number and expiration date are unknown. Indication: chronic obstructive pulmonary disease, unspecified.